Event description:
During an insertion of a central venous catheter (insertion site: subclavian vein), doctor met resistance to remove the guidewire from the needle. He tried to remove the guidewire and the needle simultaneously, but the guidewire was completely frayed and blocked into the pt (anonima vein). It is impossible to remove the guidewire.